Event description:
Leica biosystems received a complaint of poor processing with water visible in the sectioning. On 10 november 2020, leica biosystems obtained information from the complainant who reported some cases as undiagnosable. On 13 november 2020, leica biosystems received information that, "at least one patient could not be diagnosed"; and re-biopsy had not been performed. On 17 november 2020, the leica biosystems associate investigating the event with the customer provided the following update, "no updates on the identifier information for the undiagnosed cases. Customer may have an update tomorrow. I will keep you apprised." On 08 december 2020, leica biosystems received the following information from the complainant by email in relation to the patient information: "I cannot give you patient stats but I will find out how many cases we had." If additional information is obtained, a follow up report will be submitted. (B)(4).